Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one hour post implantable pulse generator (ipg) implant the patient experienced a stokes adams syndrome including simultaneous loss of urine, syncope, arrhythmia and asystole. A pacing problem was noted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.